Event description:
It was reported that high lead impedance was read during pre-op system diagnostics at the operating room as the vns pt was referred for battery replacement due to end of service. The surgeon did not replace the generator at the time as it was unk if the pt needed lead revision surgery as well. The pt will be referred to another surgeon for further surgery; hence revision surgery is likely. Good faith attempts to obtain add'l info from the treating neurologist have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.